Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor vision (serial:(B)(6) was chosen for implantation utilizing a small flexnav delivery system. Valve was implanted at a depth of 8mm at left and non-coronary cusp. Patient did not remain hemodynamically stable. After implantation, a permanent pacemaker was implanted due to right bundle branch block.

Event description:
Subsequent to the previously filed report, additional information was received: the patient left the operating room with temporary pacing and a permanent pacemaker was then implanted the same day.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported surgery and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code: 4641 added.